Event description:
During follow up, noise resulting in oversensing was observed on the right ventricular lead. Lead damage was suspected. The device was reprogrammed to resolve the event and the patient was stable.